Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Investigation is still in progress.

Event description:
It was reported that the device alarmed cassette not attached properly - re-attach cassette failed occlusion test 3x. The event happened during testing, thus no patient involvement.

Manufacturer narrative:
Device evaluation: one device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during analysis. The customer reported complaint confirmed. It was found that the downstream occlusion(dso) sensor was damaged. The dso sensor was replaced.